Event description:
Pt reported she is getting false reading from the device. Pt stated she received a letter from the MFR on (B)(6) 2018 indicating that certain lots are showing high inr. Pt's device is one of the lot mention in the letter.